Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a device change out procedure, left ventricular loss of capture was observed. It was determined that this left ventricular pacing lead had dislodged. It was reported that the patient's ejection fraction had improved and they may no longer need bi-ventricular pacing. The lead was not revised during the device change out procedure, however may be revised at a later date. No adverse patient effects were reported.

Event description:
Additional information was received indicating an invasive procedure was performed. This lead was explanted and successfully replaced.